Event description:
Hcp reported the pt was experiencing increased spasticity and withdrawal symptoms. The catheter was removed and replaced and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.